Manufacturer narrative:
Concomitant medical products: product ID 977a275, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional, via a manufacturer representative, reported the patient had urinary retention after receiving spinal cord stimulation (scs) implant. The patient informed the hospital that she had to use a catheter four times a day to urinate. Spontaneous urination could also be done. It was reported the therapy has not been the problem; urinary problem is the problem. No diagnostics or troubleshooting has been done. The patient had a doctor's inspection on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hospital, via the manufacturer representative, reported there was no connection between the devices and problem. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.